Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with premature battery depletion (pbd). The estimated battery longevity is currently at 5 years remaining. With a power consumption of 127%. A request was made to have data from this device analyzed. A technical service consultant advised they are unable to review device history as no disk analysis was sent to them for review. At this time the device remains implanted. No adverse patient effects were reported.